Manufacturer narrative:
The device performed as designed with no malfunction. Device not made available by physician.

Event description:
Patient had reflux in the left and right gsv confirmed by ultrasound. On (B)(6) 2015 the physician used the clarivein ic infusion catheter to infuse physician specified medication to the peripheral vascular. The left gsv, proximal and distal, was treated with a sclerosing agent in 2 segments due to the length of the vein. On (B)(6) 2015 the right gsv, proximal and distal, was treated in 2 segments due to the length of the vein. Three days post procedure ultrasound confirmed no complications and both gsv's closed. On (B)(6) 2015 dvt was identified in the left popliteal vein, the left femoral vein mid distal and left gastrocnemius vein; the treated veins remained closed per ultrasound. On (B)(6) 2015 complicated by development of left lower extremity dvt and bilateral pulmonary emboli, an ivc filter was placed and catheter directed venous thrombolysis with tpa was prescribed. On (B)(6) 2015 aspiration thrombectomy of the superficial femoral and proximal popliteal veins was performed; the thrombolysis procedure was terminated and filter removed; intravenous heparin anticoagulation therapy was resumed. The patient is last reported on (B)(6) 2015 as improving.